Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer stated that she is having problems with the sensor. Customer stated that she was receiving multiple lost sensor and weak signal alarms and she stop using it two days ago. Customer stated that the insulin pump was predicting low blood glucose, but her blood glucose was over 300 mg/dl. Nothing further was reported.